Manufacturer narrative:
Date of event is an estimate: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that prior to the implant, patient had a kidney infection and now had another one. It was reported that patient suddenly had increased urination. No further patient complications were reported/ anticipated as a result of this event.